Event description:
It was reported that during the troubleshooting for an unrelated alarm, the home patient (hp) experienced a breach in aseptic technique during peritoneal dialysis (pd) therapy, where the hp disconnected the solution bag during dwell four of four. The technical service representative (tsr) explained that the setup was now compromised. The tsr assisted the hp with ending the therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for analysis; therefore, no evaluation could be performed. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.